Manufacturer narrative:
Additional information : device eval by manufacturer? Reason code for no evaluation - if other specify and manufacturer narrative a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the rn hung bag of morphine @ 5:09am((B)(6)2021) with another rn. At 6:40am((B)(6)2021) she found the bag empty. There was patient involvement but no patient harm.

Event description:
It was reported that the rn hung bag of morphine @ 5:09am ((B)(6) 2021) with another rn. At 6:40am ((B)(6) 2021) she found the bag empty. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information : imdrf a,g,b,c,d grids.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 10apr2015. The review was performed from the date of manufacture to the present date 04may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the rn hung bag of morphine @ 5:09am (B)(6) 2021 with another rn. At 6:40am (B)(6) 2021 she found the bag empty. There was patient involvement but no patient harm.